Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for erosion including dates and surgical findings. Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is the patient's current status?

Event description:
It was reported that the patient underwent a sacrocolpopexy on (B)(6) 2013 and the mesh was implanted abdominally for vaginal prolapse. It was also reported that the mesh erosion found in the bladder. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/06/2019. Additional patient codes: 1994, 2120. Additional narrative: it was reported that the patient underwent a laparoscopic sacrocolpopexy on (B)(6) 2013 concurrently with right salpingo-oophorectomy and the mesh was implanted abdominally for vaginal prolapse. It was also reported that the patient presented with urinary tract infection and pain on (B)(6) 2019. Then mesh erosion was found in the bladder during cystoscopy on (B)(6) 2019. Excision of bladder mesh vaginally was performed on (B)(6) 2019. Additional information was requested, and the following was obtained: the initial approach for the index surgical procedure? Laparoscopic. Any concurrent procedure/device implantation? Concurrent right salpingo-oophorectomy. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? Diagnosed on cystoscopy (B)(6) 2019 after presentation with ? Uti/pain on (B)(6) 2019. Mesh exposure symptoms and diagnostic confirmation? As above. Describe any medical/surgical intervention for erosion including dates and surgical findings. Excision of bladder mesh vaginally performed (B)(6) 2019. Other relevant patient history/concomitant medications nil. Product code and lot number? Unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Was any deficiency or anomaly of the mesh? If yes, please describe it. No. What is the patient's current status? As above.